Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump reset unexpectedly. In addition, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer's blood glucose ranged from 80-86 mg/dl.